Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead helix was difficult to extend. Upon interrogation, the lead exhibited high impedance. Several different implant positions were attempted but were unsuccessful. The lead was not used and replaced without complications. The patient was in stable condition.